Event description:
While investigating electrode belt sn (B)(4) for an unrelated issue, a reportable problem was discovered. The q1 transistors in ECG's "c" and "d" were shorted.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the q1 transistors in ECG's "c" and "d" were shorted. The shorted transistors were caused by defective switching regulators u1 in ECG's "c" and "d". The u1 microcontrollers were found to be out of tolerance and were not able to amplify the signal enough. The root cause for the defective u1 components could not be positively identified. No adverse event resulted from the defective u1 components.